Manufacturer narrative:
G4: 16feb2020 b4: (B)(6)2020. The manufacturer¿s international service technician and could not confirm the reported issue. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21mar2020 b4: (B)(6)2020. A gas delivery system (gds) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14feb2020.

Event description:
It was reported that during use the ventilator leak amount was low. Reportedly, the circuit used was discarded and unavailable. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.

Manufacturer narrative:
G4: 27feb2020. B4: 04mar2020. Information was received that as a precaution the gas delivery system (gds) was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.